Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set infusion set fell off immediately after insertion, and when touching the patch after, the adhesive side did not feel sticky at all event on 29 mar 2026.